Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube thread and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 7.3 mmol/l at the time of the incident. The customer states pump has damage around reservoir. The damage is cracks around reservoir compartment. The cracks are causing the reservoir to leak. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.